Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high out of range impedance warnings on the pacing lead and the high voltage superior vena cava (svc) coil. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.